Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Medical images have been received. Patient medical records have been requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted upon completing of clinical evaluation.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft on (B)(6) 2026. On the same day, follow up identified that the patients graft thrombosed so an ax-bi-fem bypass was conducted. After the bypass it was noted that the patient developed a cold arm. Due to this, the physician determined the patient could have a clotting disorder. As of (B)(6) 2026, the patient was reported to still be inpatient.